Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.